Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (mother) for the patient contacted lifescan (lfs) alleging that their one touch verio iq meter was displayed error 4 and error 5 messages. The complaint was classified based on the customer care advocate (cca) documentation as medical surveillance specialist (mss) was unable to contact the reporter for a follow up call. A no response letter was sent to the patient. The reporter stated that the alleged error messages first occurred on "(B)(6) 2016 in the am". The patient takes insulin (self- adjuster) to manage her diabetes and the reporter denies that the patient took any action to her usual diabetes management routine as a result of the alleged product issue. The reporter was unable /unwilling to answer if the patient developed any symptoms. However, on (B)(6) 2016, 09:00am the reporter stated that the patient attended emergency room (ER) and reported being treated by a health care professional (hcp) with "IV fluids" and obtained a blood glucose result of "3 or 400mg/dl on the ER meter. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and she followed the correct testing steps. Cca also noted that the test strips were within their expiry date and had been stored correctly, when tested the test strip completely drew in the blood sample. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: this complaint is being reported as the patient received medical intervention from a hcp for a blood glucose excursion after the alleged issue occurred. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.